Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. This case was closed as a phone fix as there was no evidence of adverse system function and the customer is continuing to use the system without any reported repeat occurrence of the initially perceived issue. A system log review did not reveal any system errors that would have caused or contributed to the reported event. In this scenario, it would be expected to see the triggering of an error. However, it is possible that the minor amount of movement that was described did not meet the criteria to trigger the error. Instructions for use (ifus) warn the user in the user manual to be aware of the state of the head-in-out sensors when they let go of the master tool manipulator (mtm)s: "caution: do not let go of the hand controls while the surgeon's head is still in the viewer, because doing so may cause patient tissue damage." The fse's interview with the surgeon provides adequate evidence that the surgeon released the mtm grips before removing his head from the console.

Event description:
It was reported that during a da vinci assisted hysterectomy, an injury occurred. The surgeon called in to the technical support engineer (tse) to explain that while the instrument on universal surgical manipulator (usm) 2 was being exchanged, the surgeon removed his head from the high-resolution stereo viewer (hrsv) and when he put his head back in the hrsv the fenestrated bipolar forceps instrument on usm 1 advanced hitting the rectum and causing an injury to the patient. A general surgeon was called in to assist in repairing the damage with a stitch. Once the case was completed the surgeon stated the patient will be fine but would like the system to be inspected. The next day, the field service engineer (fse) followed up with the clinical sales representative (csr) and stated a full system preventative maintenance was performed and the system had been test driven 2 weeks prior with no issues and had performed another test drive on the system on the previous friday with no issues. The fse specifically notes no drifting of master tool manipulator (mtm)s when letting go while in following mode and no instruments advancing with the head removed from the surgeon side console (ssc). The csr stated the surgeon would be interested in speaking with the fse the following day to get more information regarding the state of the system. Cases are still proceeding as planned and multiple cases had been performed on the day of the fse follow up with no issues. Two days later, the fse spoke with dr. Rose and the following information was clarified: the surgeon did not observe the instrument advancing on its own but did indicate that when he returned his head to the console, it appeared that the instrument on usm 1 was in a different position than he had noted when he initially removed his head from the console. Additionally, there was no point in which the mtms or usms / instruments were observed drifting or moving without first having matched grips, and that he experienced intuitive motion throughout the procedure. The fse asked the surgeon if he might have released mtms before initially fully removing head from the console and the surgeon indicated that this was possible and would explain why the instrument looked to have been in a different position when he returned his head to the console. The surgeon stated that he had performed another case immediately after this case without any perceived adverse function of mtms or instruments. Multiple cases have been performed on the system since the initial report without any recurrence of perceived instruments drifting or any adverse function. Overall, the surgeon indicated he was satisfied with the explanation and that it would be important to confirm he removed his head fully from the hrsv viewer before releasing control of mtms.